Manufacturer narrative:
Company comment: the serious events of nodule, infection and inflammation at implant site and the non-serious events of purulent discharge, erythema, and swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and the long-standing event of nodule, which suggests permanent damage. The potential root causes include the treatment procedure or foreign body reaction to the product in the local tissue. Alternative etiology for the events of infection, inflammation and purulent discharge include the corrective treatment injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, five medical complaints have been reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-dec-2024 by a biomedical professional concerning a 48-year-old caucasian/white female patient with a height of 154 cm and a weight of 58 kg. Additional information was received on 09-dec-2024 from the same reporter. The medical history of the patient included breast cancer. She was not pregnant or breastfeeding. According to the patient, she was not taking any concomitant medications. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 8 ml sculptra (lot 2j4482) to middle third (zygomatic area, temples) and lower third (nasolabial fold, mandible) areas of the face using an 18g needle and a 22g cannula with an unknown injection technique. The sculptra was diluted with 8 ml of sterile water for injection [water for injection] and 2ml of lidocaine [lidocaine hydrochloride]. The product was reconstituted a few hours before the procedure and mixed vigorously, and then applied to the posterior face region (temple and mandible). The treatment began with the face being sterilized with rioderm and alcohol 70 [ethanol] prior to treatment. A puncture was made in the zygomatic area near the temple, 4 fingers away from the ear arch, using an 18g needle. A 22g cannula was used, and the sculptra was applied in the deep dermis of the zygomatic areas. A puncture was also made in the mandible, 4 fingers below the ear, for the entry of the 22g cannula into the deep dermis. About one month after the treatment, on (B)(6) 2024, the patient experienced a mild visible nodule (implant site nodule) in the temple and zygomatic region, which was dissolved with injections of sterile saline. As per the initial report, the patient was treated by a professional with saline solution [sodium chloride] and hyaluronidase [hyaluronidase sodium] every 8 days. In (B)(6) 2024, the patient visited the dermatologist who evaluated the nodule. The patient had been treated with saline and hyaluronidase since (B)(6) 2024. The dermatologist observed improvement in the nodule and advised to interrupt the treatment. After three months, the nodule reappeared in the jaw region, and the patient visited a dermatologist. The patient was treated again with saline solution and intralesional serum applications with hyaluronidase along with 1 ml of triamcinolone [triamcinolone acetonide] 40 mg/ml, which was applied in two sessions with an interval of 21 days between them. The nodule was not reducing, but there was no evolution either. The nodule appeared to have divided into two smaller nodules. Thereafter, on an unknown date, the patient sought a dermatologist, was examined, and treated with an unspecified anti-inflammatory. One week later, the area was inflamed (implant site inflammation). The nodule presented with an infection (implant site infection) and pus (purulent discharge) was drained, and laser therapy was performed. The patient underwent an ultrasound of that region, and there was not any traces of a nodule detected. The reporting biomedical also informed that the patient underwent oncological treatment (radiotherapy) during this period. On (B)(6) 2024, the patient went to the dermatologist who treated the patient again with saline solution with lidocaine [lidocaine hydrochloride] and hyaluronidase. The patient complained of swelling (implant site swelling) and redness (implant site erythema) at the site after application. On (B)(6) 2024, the patient again returned to the dermatologist and was again treated with saline solution with lidocaine, and hyaluronidase and was advised to take continuous unspecified antibiotics for 28 days. Since then, the hcp has not applied anything more to the patient. The patient continued to have swelling and redness, which was not observed in previous applications. Currently, the patient was using antibiotics. The professional could not inform the medication. The patient was not hospitalized due to the adverse events. The reporting hcp assessed the severity of the events as mild and the causality to the treatment for the events as not evaluable. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Inflamed was not recovered/not resolved/ongoing. Pus was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Redness was not recovered/not resolved/ongoing. Infection was unknown. Tracking list: v.0 initial. V.1 fu received on 12-dec-2024 from the same reporter: event (infection) added. Information about sculptra reconstitution, ultrasound test and corrective treatment details were provided.